Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing more pain and had stomach irritation due to stimulation. It was also reported that the patient was having difficulty sleeping with the stimulator. It was noted that the patient fell on the right side where the ipg was located. The patient underwent an explant procedure wherein only the ipg was removed.